Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medications were stuck in between the drawer in the pocket, they were unable to count the medications and they were not able to pull and they needed help to find that medications, customer also reported that they needed urgent assistance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication was stuck in between the drawer. The field service engineer (fse) found the missing medication at the back of the auxiliary drawer and cleared the error, jam, and obstruction. The system functioned as intended after the field service engineer (fse) resolved the issue.